Event description:
It has been reported to philips that x-ray radiation was not possible with the wireless foot switch. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277- 2021/10/29-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Accordingly, the user reported that even though the wireless footswitch may have not been operating it was able to successfully complete the procedure using the now mandatory back-up wired footswitch.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a planned treatment was performed when the issue happened. The procedure was delayed. The procedure was completed by the wired footswitch. Per the information collected, that the x-ray radiation was not possible with the wireless footswitch. The wi-fi (led) indicator on the wireless footswitch was red. Philips has confirmed that the actual cause of the issue was a problem with the wireless connection. To resolve fse replaced the base station. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (z-0476-2022). The correction has been implemented at the customer and the system was returned to use in good working order. Philips has attempted to obtain patient information. However, the customer has not provided the requested information. The defective part was returned for analysis and no failure was found. The codes were updated based on the investigation outcome.